Event description:
Consumer complaint of "hi" blood results via (B)(6); daughter in law. Expected blood glucose results not disclosed. Customer does not feel well and observed to not be doing good by daughter in law. Medical intervention sought and customer was admitted to hosp. Blood glucose test performed on hospital meter with result of "hi". Customer has been receiving results in the 300 to 600 mg/dl range for about a month and a half. Discontinued medication and physician care as well. Customer rec'd blood glucose results on (B)(6) 2015 of 475 mg/dl, 600 mg/dl, and the "hi". Administered insulin to customer at hospital and prescribed medication. Storage of test strips not verified. Test strips lot MFR's expiration date is 07/21/2016 and open vial date is not verified. Customer sought medical intervention as was hospitalized.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Manufacturer narrative:
Prod not yet returned for eval. (B)(4).